Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor was found to be in state 5 (indicating the sensor was paired within the last 14 days). No failure modes were observed on the sensor plug assembly upon visual inspection. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported encountering a signal loss and had experienced symptoms of seizure and a loss of consciousness. The customer had contact with a healthcare professional who administered glucose via IV for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.